Manufacturer narrative:
No further information is available at this time. If further information becomes available, this investigation will be updated at that time.

Event description:
It was reported that this pacemaker exhibited a three and a half year decrease in longevity over the course of 3 months. Data analysis was completed and determined the decreased longevity was due to persistent high atrial sensing of atrial arrhythmias. This device remains in service. No adverse patient effects.